Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the lead to be compressed and clavicle crush damage noted at 29.6 cm to 30.7 cm from the connector pin. All lumens were found to be breached. The ptfe liner was found to be damage due to clavicle crush force exposing the inner coil. This is consistent with the observation from the field of noise and low pacing impedance. Unable to perform additional testing due to the condition of lead as received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope events for 2 months and presented in clinic on (B)(6) 2019. Upon investigating the stored electrograms, it was found the right ventricular lead exhibited noise, which caused oversensing, and low lead impedance. The patient presented for lead replacement the same day. During procedure, there were 2 very tight sutures found around the lead. After the sutures were cut off, the suture sleeve moved down and showed a large breach in the lead. The physician was unable to pass a stylet passed that point and was unable to retract the screw. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.